Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician assistant in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after fully advancing the knot to the arteriotomy, bleeding continued. Manual compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.